Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not reproduced the reported phenomenon that the forceps elevator was raised by itself even though the elevator control lever was not operated. When the forceps elevator was raised, the tip of the forceps elevator overhanged from the distal end cover part, but the amount of the overhang of the subject device was not different from other devices of the same model. There was no burrs, edges, catches, protrusion of inner metal wires, or missing parts on the insertion section including the forceps elevator mechanism. Omsc confirmed that while the forceps elevator was lowered and a human skin gel was pressed against it, and the forceps elevator was repeatedly raised and lowered, the human skin gel was not pinched or scraped. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of further investigation, the exact cause of the reported phenomenon could not be conclusively determined. However, based upon the comment of the physician and the medical engineer, there was the possibility that the perforation was attributed to the severe duodenal stenosis of the patient as complication. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an endoscopic retrograde cholangiopancreatography (ercp) using the subject device, following occurred. The forceps elevator was raised by itself even though the elevator control lever was not operated. In the procedure, the physician found that a perforation occurred in the patient through the monitor, when the physician attempted to slowly stretch the subject device after the passing the subject device from the second (descending) part of the duodenum through the third (horizontal) part of the duodenum. The patient had severe duodenal stenosis. The user changed the endoscopic procedure to an open surgery immediately. The patient needed to be hospitalized at the user facility and also was hospitalized right now. The physician and the medical engineer considered that the causal relationship between the reported complication in the patient and the reported malfunction of the subject device was low. There was no further report of patient injury associated with this event except the reported issue.